Event description:
It was reported that during a procedure, the laser was not doing the shape, the physician indicated that the movement of the handle did not translate to same movement of the laser pointer. The procedure was completed with another type of laser. There were no patient complications.

Manufacturer narrative:
A work order was performed for this case, field service engineer inspected and tested the laser's micromanipulator and scanner. It was found that the micromanipulator was out of alignment and the micromanipulator joystick bent. The malfunction found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a procedure, the laser was not doing the shape, the physician indicated that the movement of the handle did not translate to same movement of the laser pointer. The procedure was completed with another type of laser. There were no patient complications.